Event description:
It was reported that the patient was experiencing difficulty holding a charge. The patient underwent implantable pulse generator (ipg) revision procedure. Patient was doing well post procedure. The explanted ipg will not be returned due to facility protocol.

Manufacturer narrative:
Block d2b: pro code (product code): qrb.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of unable to exclude device problem will be used.

Event description:
It was reported that the patient was experiencing difficulty holding a charge. The patient underwent implantable pulse generator (ipg) revision procedure. Patient was doing well post procedure. The explanted ipg will not be returned due to facility protocol.